Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of granuloma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and capsular contracture, baker grade iii.

Event description:
Patient reported left side cyst. Healthcare professional later reported capsular contracture, baker grade iii, and patient was "distressed and afraid." Pathology results confirmed "chronic granulomatous inflammatory process with the presence of giant cells of foreign body type body." The device has been explanted.